Event description:
(B)(4). It was reported that stent thrombosis (st) occurred. On an unspecified date, the patient was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2010, the index procedure was performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 100% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 32 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with ischemic symptoms at rest and was noted to have lad stenosis. At the time of event, the patient was taking aspirin only. The study drug was last taken in (B)(6) 2013 and other antiplatelet medication was never taken during the study. Coronary angiography was performed and revealed 80% stent thrombosis in the previously placed study stent located in mid lad. It was treated with balloon angioplasty and placement of unspecified drug eluting stent, resulting in 0% residual stenosis. The event was considered to be resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).